Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. A DHR and ship history review cannot be performed as the lot number was not available. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of surgical intervention was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, no problem was detected that contributed to the reported event. Therefore, a conclusion code of no problem detected was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a replacement surgical procedure for unspecified reasons involving a spectra penile prosthesis (spp). A new inflatable penile prosthesis (ipp) was implanted. No additional information was provided.